Event description:
It was reported that the patient experienced acute pain at the site of implant. It was stated that the patient "can't move" and that the patient pulled out something that was poking out of the skin. There was something still sticking out after that. It was reported that the patient thinks she pulled out the wire. It was noted that the patient is at home in fair condition. The patient was redirected to call her physician. Further information is being requested from the hcp.